Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).

Event description:
The hosp reported that after the completion of an endoscopic vein harvesting procedure, the harvester noticed a burn on the pt's leg. The burn was in the shape of the jaws (v-shape). The vh-3000 hemopro was used during this procedure. The hospital did not report any device malfunction. The harvester also noticed that part of the silicon jaw boot was missing. They do not know where that part is. The procedure was completed using the same unit. The hosp did not report any other pt effects. The product is not returning.